Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Parts were ordered and the malfunction was repaired. No other service info is available, but the system operates as intended.